Manufacturer narrative:
Block b3: exact date unknown, event occurred end of year 2023.

Event description:
It was reported that the patient could not get the implantable pulse generator (ipg) to charge. The patient underwent an ipg explant procedure and the device was discarded by the medical facility. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient could not get the implantable pulse generator (ipg) to charge. The patient underwent an ipg explant procedure and the device was discarded by the medical facility. No further information could be obtained despite good faith efforts. Additional information received that the patient was doing well postoperatively.